Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The originally reported lot (062140a) corresponds with the supplier lot number for the device. The associated synthes lot is 5559033. Therefore, an additional UDI is possible for this part and is as follows: (B)(4). Product investigation summary: one (1) 12.0mm cannulated drill bit (part 03.010.036 / lot 5559033) was returned for evaluation. The proximal fragment was not returned with the complaint. The complaint is confirmed. The 12.0mm cannulated drill bit is an instrument used in the titanium cannulated tibial nail system and is an optional tool in the reamer/irrigator/aspirator (ria) system. The drill bit is used to open up the medullary cavity of the tibia prior to implantation of a cannulated tibia nail. The relevant product drawing was reviewed during the investigation and was found suitable to determine the intended device design, application, and dimensional conformity. This lot was manufactured prior to the addition of colored bands to identify which system the instrument could be used in; however, this change did not contribute to the complaint condition. The drill bit broke at the neck near the flats and connection to the ao large quick coupling geometry. The failure mode is indicative of bending load in excess of material strength. It is difficult to determine the cause of the breakage without knowing the manufacturer and type of jacobs chuck and power equipment used. There is a potential that the drill bit was not designed to withstand the load of a competitor¿s power equipment. Failure could have also been caused through inappropriate use, primarily from a cantilever load delivered by the weight of the power equipment. However, there is not enough information to identify the true root cause. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Part number: 03.010.036, lot number: 5559033, supplier lot number: 062140a: release to warehouse date: july 20, 2007. Manufacturing site is monument and supplied by precision edge surgical products. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent surgery for a broken tibia (unknown side). While the surgeon was inserting a 12.0mm cannulated drill in a jacob's chuck, the drill bit snapped and broke where it connected to the jacob's chuck way above where it went into the patient. There were no fragments left in the patient. The surgeon finished the procedure by manually pulling with his hand and used an awl to finish the procedure. There was no surgical time delay and no medical surgical intervention. The surgery was successfully completed. The patient status outcome is fine. This is report 1 of 1 for (B)(4).